Manufacturer narrative:
Analysis of the returned device shows that during functional analysis an attempt has been done to inflate the balloon with a locking syringe. This inflation shows a rupture on the balloon and it was not possible to inflate it due to this leakage. Visual analysis confirmed that this balloon has a radial rupture on the distal peak. Based on the information provided, functional and visual analysis, the most probable root cause is attributed to the contact of the balloon with bone splinters and/or surgical tool during surgery.

Event description:
It was reported that a patient underwent an unknown balloon kyphoplasty procedure. During the procedure, it was reported that the balloon ruptured at a pressure of 200 psi. No further details are known at this time.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.